Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate plus profile 425cc saline catalog: 3502425 lot: 6574133 sn: (B)(4).

Event description:
It was reported that a (B)(6) -year old female patient underwent breast augmentation with mentor smooth round moderate plus profile 425cc saline breast prostheses. Deflation of the right breast prosthesis was identified. As a result, the patient underwent bilateral removal and replacement with mentor memorygel breast implant 650cc gel breast prostheses on (B)(6) 2018.